Manufacturer narrative:
Document review: mpact cancellous bone screw l 25 6.5, code 01.32.6525 - lot 115664 ((B)(4)screws produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already sold. Two similar incidents have been reported with MDR 2014-00070 and MDR 2014-00141. On the basis of the data collected, the event is likely not device related; the root cause is unk.

Event description:
Imp ref # (B)(4).